Event description:
This report summarizes one malfunction event. A review of the event indicated that a model cre14s crosser cto recanalization catheter experienced a detachment of device. For this event, the device was used on the patient with no reported injury. The age and weight was not provided for the male patient. The cre14s crosser cto recanalization catheter was not returned to the manufacturer, limiting investigation. A DHR review was performed on the given lot number and found no definitive root cause.